Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was in the 380's (mg/dl). Reportedly, the customer reverted to manual injections for insulin therapy.